Event description:
Reporter was burned by a laser rep. During a training procedure. They were treating sun spots. Reporter received 1st and 2nd degree burns as a result of this procedure. The rep and radaincy have decided after the fact that the laser was set at a setting that was too high for reporter's skin type. The laser rep, was following a chart that was set by radiancy during the procedure.